Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported events of noise and a kink between the right ventricular (rv) coil and ring were confirmed. X-ray examination revealed an inner coil fracture at the distal region of the lead. Additionally, the lead was kinked and bent in this location. Scanning electron microscope (sem) analysis revealed that all eight filars of the inner coil were fractured. The cause of the reported event of noise was isolated to be due to the fracture of the inner coil.

Event description:
It was reported that oversensing due to noise was noted on the right ventricular (rv) lead resulting in inappropriate shock. X-ray imaging was performed and rv lead damage was observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.